Event description:
It was reported that during preparation for a coil embolization treatment procedure, a microcatheter separation occurred. Prior to removal, the 130x20 renegade infusion catheter was flushed in the hoop. When the renegade catheter was removed a complete separation of the microcatheter was noted. The procedure was completed with another 130x20 renegade infusion catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).